Event description:
The inspirator time on the vent was set for .3. The pt started having resp. Distress during the weaning process. The resp therapist observed the ventilator automatically change the inspiratory time to .75. It is unk how long the vent was malfunctioning, but based on the pt's progress of weaning, it appears that the rt observed the malfunction shortly after the vent started having problems. As a result, the pt developed a pneumothorax and required insertion of a chest tube.